Event description:
A customer reported that a system had fluidics problems and the footswitch was sticking before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. With no additional information on the footswitch, the reported event could not be confirmed or replicated. The system was manufactured on june 4, 2014. Based on qa assessment and a review of the manufacturing record the product met specifications at the time of release. The system was found to meet specifications. No additional information was obtained on the footswitch. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).